Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/severe and persistent pain") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos and birth control pill from 2003 to 2004. She did not claimed that she is allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure. Plaintiff was not pregnant at any time. Previously administered products included for an unreported indication: mirena from 2004 to 2009 and depo from 2001 to 2003. Concomitant products included co-diovan (diovan) in 2011 for blood pressure high and naproxen in 2011 for joint pain. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain was getting worse") and hypertension ("high blood pressure 3 months after implant"). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain was getting worse"), hypoaesthesia ("numbness in hands"), anaemia ("anemia"), arthralgia ("joint pain"), depression ("depression") and alopecia ("hair loss"). The patient was treated with surgery (full hysterectomy leaving ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and back pain had resolved and the rheumatoid arthritis, abdominal pain, hypertension, hypoaesthesia, anaemia, arthralgia, depression and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, arthralgia, back pain, depression, hypertension, hypoaesthesia, pelvic pain and rheumatoid arthritis to be related to essure. The reporter commented: at the end of the procedure there were 4 coils present on the left and 5 coils present on the right. Diagnostic results: she did undergo essure confirmation test, 3 months after implant in 2011, via hysterosalpingogram. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet and medical record received-all relevant medical history, concurrent condition, concomitant medication and treatment drug were added. Lot number added. Events high blood pressure 3 months (2011) after implant, severe and persistent pelvic pain, lower back pain, numbness in hands, rheumatoid arthritis, abdominal pain was getting worse, anemia, joint pain, depression, hair loss were added. Event severe and permanent injuries was deleted. Device category device other event was changed to incident and case became valid. Essure legal manufacture has changed from bayer healthcare, llc, (B)(6) to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/severe and persistent pain") and rheumatoid arthritis ("rheumatoid arthritis") in a 28-year-old female patient who had essure (batch no. 810879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos and birth control pill from 2003 to 2004. She did not claimed that she is allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure.plaintiff was not pregnant at any time. Previously administered products included for an unreported indication: mirena from 2004 to 2009 and depo from 2001 to 2003. Concomitant products included co-diovan (diovan) since 2011 for blood pressure high and naproxen since 2011 for joint pain. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain was getting worse") and hypertension ("high blood pressure 3 months after implant"). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain was getting worse"), hypoaesthesia ("numbess in hands"), anaemia ("anemia"), arthralgia ("joint pain"), depression ("depression") and alopecia ("hair loss"). The patient was treated with surgery (full hysterectomy leaving ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and back pain had resolved and the rheumatoid arthritis, abdominal pain, hypertension, hypoaesthesia, anaemia, arthralgia, depression and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, arthralgia, back pain, depression, hypertension, hypoaesthesia, pelvic pain and rheumatoid arthritis to be related to essure. The reporter commented: at the end of the procedure there were 4 coils present on the left and 5 coils present on the right. Diagnostic results: she did undergo essure confirmation test, 3 months after implant in 2011, via hystersalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.